Event description:
A peritoneal dialysis (pd) patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin and ceftazidime (dose, frequency, duration not provided) until the patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient continued to undergo ccpd while hospitalized and was discharged home on (B)(6) 2023. The pdrn attributed causality to an unspecified touch contamination event, involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue.